Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and erosion. It was also noted that the reservoir had migrated to the scrotum. The reservoir was explanted and replaced. There were no additional patient complications reported.